Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited low impedance. Other electrical measurements were normal. Insulation abrasion was suspected. The device was reprogrammed. The patient would continue to be monitored.